Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, and off no power tests. No unexpected no reservoir alarms noted. The pump primed properly. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window, a cracked belt clip slot, cracked battery tube threads, a missing end cap sticker and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 116 mg/dl. The customer stated insulin continues to drip after motor stops during manual prime process. Customer reported insulin squirting out during the prime process. Customer stated insulin continue to drip after letting go of the act button. Customer stated that they received a no reservoir alert while there was still insulin in the reservoir. Customer stated after the pump alarm no reservoir the insulin still dripping out. Customer was advised that we are replacing pump.